Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ('abdominal pain') and menorrhagia ('abnormal bleeding (menorrhagia)') in an adult female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included breast cancer and endometriosis. (B)(6) 2013 pathology report. Anatomic pathology diagnosis: uterus and cervix, fallopian tube, total hysterectomy and left salpingectomy. Leiomyomata, 1.4 cm in greatest dimension. Proliferative endometrium. Serosa, no pathologic alteration cervix without dysplasia. Left fallopian tube with paratubal cyst. Concurrent conditions included nabothian cyst, bleed in luteal cyst, paraovarian cyst, paratubal cyst and hyperplasia endometrial. On (B)(6) 2002, the patient had essure (ess205) inserted. In (B)(6) 2011, the patient experienced fatigue ("fatigue") and migraine ("migraines / headaches"). In (B)(6) 2012, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"). In (B)(6) 2013, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required) and vaginal haemorrhage ("abnormal bleeding (vaginal)"). On an unknown date, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required) and headache ("headaches") and was found to have leiomyoma ("leiomyoma."). The patient was treated with surgery (ablation and total hysterectomy (uterus and cervix removed) , oophorectomy (bilateral), salpingectomy (left),). Essure (ess205) was removed in (B)(6) 2013. At the time of the report, the abdominal pain, menorrhagia, leiomyoma, vaginal haemorrhage, dysmenorrhoea, fatigue, migraine and headache outcome was unknown. The reporter considered abdominal pain, dysmenorrhoea, fatigue, headache, leiomyoma, menorrhagia, migraine and vaginal haemorrhage to be related to essure (ess205). The reporter commented: discrepancy noted in date of insertion (B)(6) 2002, (B)(6) 2012. Concerning the injuries reported in this case, the following one/ones was/were described/confirmed in patient¿s medical records: vaginal haemorrhage, menorrhagia, leiomyoma. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 30-jul-2019: pfs+mr received- essure model changed from ess305 to ess205. New events abnormal bleeding (menorrhagia), dysmenorrhea (cramping), fatigue, migraines / headaches, leiomyoma, abdominal pain, headaches were added. Event injury updated to abnormal bleeding (vaginal). New reporter, patient information, medical history, lab data were added. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.